Event description:
Further information was received confirming the depressive episode was not related to vns. No additional relevant information has been received to date.

Manufacturer narrative:
D2: code - correction - muz should have been reported on initial MDR.

Event description:
It was reported that the patient was experiencing major depressive episode. The relationship to vns was not provided. No additional relevant information has been received to date.